Event description:
I had a lasik procedure done on (B)(6) 2021 at the (B)(6). I followed the advice of the doctors to keep my eyes closed as much as possible until the next day. The doctors told me that I can continue my regular day-to-day tasks on the day following my procedure. When I opened my eyes on (B)(6), and looked vaguely around the ceiling fan light in my room, I noticed 4 vertical rainbow lines a.k.a. Rainbow glare around the light bulb. The rainbow glare was and still is more prominent in my left eye than in my right eye, but exists in both eyes. The problem has not improved since I first noticed it. Another issue that I've noticed since the surgery are the presence of dark, brownish specks a.k.a. Floaters. Prior to the surgery, these floaters did not exist. I spoke to dr. (B)(6) (optometrist at (B)(6)) about the rainbow glare several times and he told me that it usually goes away on its own. I told him that it hasn't been going away and he said that they'll ((B)(6)) fix the issue in (B)(6) or after since there needs to be enough time between the first and the second surgeries. When I asked him if the floaters are related to the procedure, he told me that they are not at all related to the lasik procedure. He then told me that if I have any retinal tears or other severe eye issues due to the floaters, then I'll need to see my eye doctor. The rainbow glare and floater issues/side effects happened immediately after my procedure and therefore, both of these issues are from the lasik procedure and must be fixed. My eyes were in healthy condition prior to the lasik procedure with no signs of serious eye issues besides my near-sightedness. In terms of the rainbow glare, it's affecting my vision when driving at night. This is due to the bright headlights of oncoming vehicles as well as other bright light sources including streetlights. These issues must get resolved soon and I have documentation/recordings that prove most of what was mentioned above. Alcon ex500 machine was used. FDA safety report ID# (B)(4).